Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off necrosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent prematurely deployed. Subsequently, the stent was retrieved with a rat-tooth grasper and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received undeployed and fully covered. Destructive inspection was performed, the delivery system was disassembled to identify the torsion (rotational damage), and the outer sheath was found twisted. No other problems were found with the stent and delivery system. Product analysis did not confirm the reported event of stent premature deployment because this occurred during the procedure and is not possible to be replicated in the laboratory of analysis. Additionally, the stent was received fully covered and undeployed. A labeling review was performed and found evidence that the device was used in a manner inconsistent with the instructions for use (IFU)/product label. During product analysis, the outer sheath was found twisted showing that the handle was incorrectly rotated. However, the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off necrosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent prematurely deployed. Subsequently, the stent was retrieved with a rat-tooth grasper and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.